Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-03427. The pt reported experiencing heating at his scs ipg pocket site while charging his scs system. Subsequently, a replacement charging system (low energy) was sent to the pt. F/u is pending. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letter to pt's related to heating while charging and raised awareness of this issue to pt's. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.